Manufacturer narrative:
Complaint no: (B)(4). The reporter further stated that a 500ml bag was being used on the primary line, and a 100ml bag was being used on the secondary line. The secondary set was reported to be connected to the primary set¿s top y-site. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was flowing simultaneously with a baxter secondary set. This occurred during infusion using a sigma spectrum pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.